Manufacturer narrative:
Qn#(B)(4). A device history record review was performed on the lor syringe with no relevant findings. A corrective action is not required at this time as the potential cause of the lor syringe having resistance during use could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the lor syringe with no evidence to suggest a manufacturing related cause. Therefore, the potential cause of the lor syringe having resistance during use could not be determined based upon the information provided and without a sample.

Event description:
Reported event: the plunger of lor syringe could not glide due to resistance. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The customer reported the plunger would not glide inside the lor syringe due to resistance. The customer returned one glass 5ml lor syringe and lidstock (reference files (B)(4)). The returned syringe was visually examined with and without magnification. Visual examination of the returned syringe revealed that the syringe appears typical with no observed defects or anomalies. A functional inspection was performed by attempting to slide the syringe plunger inside the barrel. The syringe plunger will slide in and out of the barrel with little resistance met. The movement in the syringe barrel feels typical. The syringe was functionally tested per pip-191 plunger movement test. The neoprene sleeve was placed on the plunger to prevent breakage and the plunger was retracted out of the barrel to the 5 ml marker. The plunger was then released. The plunger fell freely to the bottom of the syringe barrel. The test was repeated twice, rotating the plunger 90 and 180 degrees. The plunger was able to freely fall each time. There were no functional issues found. A corrective action is not required at this time as there were no functional issues found with the returned lor syringe. Other remarks: the reported complaint of the syringe plunger glided in the syringe barrel with resistance could not be confirmed based on the sample received. The returned syringe performed typically and the syringe passed the plunger movement test per pip-191. There were no functional issues found with the returned syringe.

Event description:
Reported event: the plunger of lor syringe could not glide due to resistance. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Reported event: the plunger of lor syringe could not glide due to resistance. The patient's condition was reported as fine.